Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic abdominal wall scar hernia restoration on (B)(6) 2014 and suture was used. The needle broke when the surgeon attempted to suture around the peritoneum. The surgery was extended by 2 hours in order to open the wound and locate the needle fragment. The fragment was removed.